Event description:
On may 7, 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultrasmart meter was giving the -error 5- error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On three days prior at 9:00 pm, the patient noted the reported meter gave the -error 5- error message with his current test strips as well as a new vial of test strips; he was unable to test his blood glucose level. The patient claimed he also attempted to test using the same test strips on his one touch ultrasmart meter but got the -error 5- error message. One day later, the patient experienced the symptoms of sweating and confusion . The patient took no actions, and did not seek any medical attention or treatment. The patient takes insulin on a sliding scale, and tests his blood glucose level twice per day. The customer care advocate (cca) determined during the troubleshooting telephone call that the patient's testing technique was correct and the test strips were in good condition. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose level due to the reported meter's error message issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.